Event description:
Baxter service center reports leak in cassette of homechoice set used for apd therapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No permanent patient injury was reported, however, patient reportedly had some air infused into their peritoneum cavity.